Event description:
Information was received from a patient (pt) regarding an external device. (The reason for call was pt reported they were trying to recharge the ins and was able to connect and they were trying to find the answer online but only saw older models. Pt stated they positioned the wireless recharger and, on the handset the ins showed charging 50% with low 0, middle 0 and high 1. Agent reviewed recovery mode. Pt said the issue started today. Agent had difficulty understanding the patient. Pt stated the numbers went from 0-'.75'-11 then middle number went to 0 and high was 11. Pt stated on their last visit, their doctor prescribed them antibiotics because of 'infection going on'. Pt stated the ins battery level didn't change after half an hour still showed 50%. Agent reviewed recharging best practices. Pt said the numbers went to '.5'-'1 and a half'-12 and after moving the wireless recharger around, pt was able to charge and maintained excellent connection. Agent reviewed information. Agent instructed pt to keep charging the ins and monitor the issue. Pt will call back if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. When asked about the cause of the infection/recharge issues pt reports "no infection. Difficulty achieving excellent connection because of swelling". Pt reports the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.